Manufacturer narrative:
(B)(4). Batch # unk. Event: date of event unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details, was there any bleeding? If yes, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Was there any change to the procedure as a result of the event? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 3 of the clippers from same batch. Clips won't load to tips. When clipper is closed it cuts the vessel. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2022. Additional information was requested, and the following was obtained: please provide more details, was there any bleeding? Yes; if yes, how was the bleeding controlled? Hemostat; what amount of blood loss (mls) occurred? N/a; was a transfusion required? No; was there any change to the procedure as a result of the event? N/a; what is the current patient status? Recovered; how long was the surgical delay? 5-7 minutes; how was the procedure completed? N/a.